Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse suggested repair per the manual and provided parts ID for the power switch overlay. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Report date: 22jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device displayed led alarm failure message. The customer reported there was no patient involvement at the time the issue was discovered. Other information is pending.